Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ message during a supply change, and despite restarts and a dry run, the device would not complete the rewind, consistent with a mechanical problem and consecutive stalled motor alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Although alert 38 was not annunciated during the dry leadscrew runs while testing, an 'unable to proceed' screen was shown and dry runs were unable to be completed. Alert 38 was confirmed in the engineering logs. The device was opened for inspection; the gears were unable to rotate on the drive train assembly. As a precaution the drive train assembly and spur gear will be replaced.